Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the ipg exhibited high thresholds in several positions. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.